Manufacturer narrative:
The event reported in this MDR is a duplicate of MFR #: 0002249697-2015-01903.

Event description:
The customer reported that the im plug allegedly broke on insertion. The surgeon was able to recover all pieces and an alternative plug was used to complete the case. The product cannot be returned in this case as the customer is retaining the product for their own internal investigation.

Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was reported. The event was not confirmed. Method & results: -device evaluation and results: the reported fractured component was not returned for evaluation. -medical records received and evaluation: not performed as no medical records were provided. -device history review: DHR review was satisfactory. -complaint history review: complaint history review confirmed that there were no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded that fracture of exeter bone plugs may result from factors such as errors made during use or design factors.

Event description:
The customer reported that the im plug allegedly broke on insertion. The surgeon was able to recover all pieces and an alternative plug was used to complete the case. The product cannot be returned in this case as the customer is retaining the product for their own internal investigation.

Event description:
The customer reported that the im plug allegedly broke on insertion. The surgeon was able to recover all pieces and an alternative plug was used to complete the case. The product cannot be returned in this case as the customer is retaining the product for their own internal investigation.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.